Manufacturer narrative:
Results: the ruby coil stretch resistant wire (sr wire) was fractured, and the embolization coil was completely unraveled. Conclusions: evaluation of the returned device revealed that the sr wire to the ruby coil¿s embolization coil was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The non-penumbra microcatheter used in the procedure was not returned for evaluation and, therefore, the cause of the resistance could not be determined. The pusher assembly to the ruby coil was not returned to penumbra for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician delivered a pod coil in the aneurysm using another manufacturer's microcatheter. While advancing a ruby coil through the microcatheter, the physician noticed that the microcatheter's position was unstable and attempted to pull back the ruby coil. Upon pulling back on the pusher assembly multiple times, the ruby coil unintentionally detached in the aneurysm. The physician removed the microcatheter and sheath from the patient and successfully aspirated the detached ruby coil from the patient. The procedure was completed at this point, since the physician considered the aneurysm to be occluded with just the pod coil. There was no report of an adverse effect to the patient.